Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2016 the device exhibited hourly oversensing of the pacing lead impedance with false auto mode switch episodes which sometimes cause inhibition in the ventricle causing the patient to faint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the emergency room via ambulance. The patient was experiencing dizziness and syncope and pauses in pacing due to oversensing of the hourly pacing lead impedance measurements. The auto-sensing was noted to be turned on and it was suspected it had contributed to the oversensing noise. The auto-sensing feature was turned off and the device sensitivity was reprogrammed which resolved the device performance. The patient was doing well after the reprogramming and was discharged; the patient would continue to be monitored via follow-ups.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2016 the patient received a small laceration above the left eye after the reported fall. No additional information was reported.